Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify the low battery alert due to the blank display. The pump was received with a corroded motor home switch and a corroded battery tube. The pump was received with a peeling keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off with no warning due to battery only lasting a few hours after insertion. Battery cap and compartment were not damaged. Customer's blood glucose was unknown. Insulin pump would be replaced.